Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. (B)(4).

Event description:
Customer states: during pre-test prior to use on a patient, a nurse found the cuff could not be deflated. Customer confirmed no patient involvement.